Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for one day. The blood glucose level was high and patient was treated with insulin pump.